Event description:
It was reported that this pacemaker exhibited out-of-range pacing impedance measurements on the right atrial (ra) lead. The patient was brought to an in-office check and the lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Additionally, it was noted many inappropriate atrial tachycardia response (atr) episodes were due to myopotential oversensing. Then isometric testing was performed and there was no noise observed. Reprogramming efforts were performed and the plan is continuing to be monitored. Additional information received indicates that loss of capture on the ra lead was noted. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited out-of-range pacing impedance measurements on the right atrial (ra) lead. The patient was brought to an in-office check and the lead was reprogrammed to unipolar mode and the impedance measurements were still out of range. Additionally, it was noted many inappropriate atrial tachycardia response (atr) episodes were due to myopotential oversensing. Then isometric testing was performed and there was no noise observed. Reprogramming efforts were performed and the plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.